Event description:
It was reported that the patient experienced two v-go 20 devices fall off. It was reported that the devices are available for return to the manufacturer for evaluation however, to date, have not been returned.